Event description:
Cutaneous zygomycosis (probable rhizopus) developed on left forearm of pt in an area that had been covered with 3m transpore tape for a prolonged period of time. Confluent, erythematous papular lesion with few pustules were noted in distribution of the tape. These were initially attributed to irritation and/or allergy. Dermatology was consulted when lesions failed to resolve. Biopsy done showed fungal elements in dermis extending into subcutaneous fat. Tissue culture from this biopsy grew mold, probable rhizopus app (final identification pending). CT scans of head, chest, abdomen and pelvs showed no evidence of other fungal lesions. Therapy with IV liposomal amphotericin was begun, though no obvious improvement has been noted thus far. Exact dates of tape placement and removal are unk. Three opened roles of tape from pt's room were submitted to the microbiology lab and are being held. We suspect that the tape on the forearm came from one of these roles, but that cant be verified. Tape roles are shared between pt room per cardiac ICU nursing staff. No humidification or other remarkable environmental features in pt's room.